Event description:
Customer reported the piston of the smartsite valve remained depressed after disconnecting a syringe. Customer stated blood seeped out around the blue piston. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.